Event description:
The customer reported that the device intermittently powers off.

Manufacturer narrative:
The customer reported that the device intermittently powers off. The device was evaluated by a philips field service engineer. The reported symptom was duplicated and the battery pca was replaced to resolve the issue.